Manufacturer narrative:
It was reported that left hip revision surgery was performed due to metallosis, elevated chromium and cobalt levels and pseudotumor. During the revision the bhr head was removed. The bhr cup remains implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. Per the left hip revision/conversion operative note: symptomatic bilateral hips (squeak with occasional grinding during active hip flexion), elevated (unspecified unit of measure) metal ion levels (cr 10 / co 7.9) with a normal sedimentation rate and c-reactive protein indicated need for revision. Intraoperative findings listed were absence of the left hip posterior capsule and external rotators with nothing that could be reconstructed to a form of posterior capsule. Although there was a thin superior pseudocapsule and a thin anterior and inferior pseudocapsule, all reportedly had a pale green stain to them and a total synovectomy was performed. No pathology report was provided regarding the intraoperative synovium tissue sample. The surgeon elected not to revise the cup as it was reported as ¿definitely not loose¿. The reported elevated metal ion levels and intraoperative findings along with the clinical symptoms are consistent with an adverse reaction to metal debris; however, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the source cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the reported symptoms and l hip revision/conversion to tha cannot be determined. No further medical assessment is warranted at this time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that patient underwent left hip revision surgery due to metallosis, elevated chromium and cobalt levels, pseudotumor.